Event description:
It was reported that the procedure was to treat a patient with unstable angina. The lesion was located in the heavily calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0x12 mm balloon catheter after which a 2.5x28 mm xience v stent was deployed. Post-dilatation was performed with a 2.5x12 mm nc trek. A perforation was observed mid stent; therefore, a 3.0x23 mm xience v stent was deployed; however, the perforation increased. A 2.8x19 mm graftmaster stent was deployed sealing the perforation successfully; however, the patient did not recover and succumbed to death. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper extra support, balance middleweight universal ii stent: 2.5x28 mm xience v. There was no reported device malfunction and the product was not returned. The reported patient effects of perforation and death, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The 2.5x28 mm xience v stent referenced is being filed under a separate medwatch MFR number.